Event description:
It was reported while using the panel phoenix nmic/ID-307 a patient isolate (proteus mirabilis) was misidentified as escherichia coli. No health impact or consequence reported. This is report 2 of 2.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA /510(k)#: g4. PMA / 510(k)# k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10. Device available for eval- yes. D10. Returned to manufacturer on 01-apr-2026. H3. Device eval by manufacturer- yes. Investigation summary: this complaint is for misidentification of proteus when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 5324454. The customer returned a phoenix generated lab report, an isolate and panel returns for the investigation. The lab report shows identifications of escherichia coli when using the complaint batch. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. To investigate, customer returned panels, retention panels of the complaint batch and control panels from the same material but different batch were tested using customer returned isolate proteus mirabilis on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolate correctly, this complaint is unable to be confirmed. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the panel phoenix nmic/ID-307 a patient isolate (proteus mirabilis) was misidentified as escherichia coli. No health impact or consequence reported. This is report 2 of 2.